Manufacturer narrative:
The company service representative examined the system and found the laser not working. The system displayed system messages (sm) [no laser footswitch is connected.] And [communications failure with the laser submodule. Laser functions will be disabled.] Related to the reported event. The nonconforming interface breakout printed circuit board (pcb) and interface extender pcb were replaced to resolve the issue. The system was then tested and met all product specifications. The interface breakout printed circuit board (pcb) and interface extender pcb were received for evaluation. The choke component in the interface breakout pcb was found to be non-conforming. The system was manufactured on october 30, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming choke component in the interface breakout pcb. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser did not fire after turning the key. Additional information has been requested.